Event description:
Based on additional information received the complaint was determined to be a duplicate complaint. Reference MDR 2249723-2021-00792.

Manufacturer narrative:
Based on additional information received the complaint was determined to be a duplicate complaint. Reference MDR 2249723-2021-00792.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a defect. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.